Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) and it was reported that the lead is not working and haven't worked for a while since last year (B)(6) 2020 when he started not to be able to walk with a walker and not he may need to use a wheelchair. Patient stated he had made 5 apt with a rep and he cancelled and sent someone else to his apt last year (B)(6) 2020. Patient reported the right lead fell and rep knew about it and said they could programmed the left lead and patient said there was a reason for two lead and since then they don't see eye to eye. Patient stated all the reps are wrong and he is not sure if the other reps knew what they were doing and the setting didn't stay. Patient stated the ins never worked like the trial did. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-apr-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was making it hard to walk. The patient was going to be seen by a rep on (B)(6) 2020. The device was turned off. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient (pt) and it was reported that pt said they have to replace their right lead. Pt mentioned they couldn't walk without a walker and think the lead hadn't been working for awhile (pt said they noticed (B)(6) 2021). The patient was redirected to their healthcare provider (hcp) to further address the issue.